Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system, 10.0 inr on one comparison lab and 5.0 inr on another comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.